Event description:
Report received from a facility in (B)(6) states that the pack primed successfully but during the procedure the cutter failed to work. The irrigation and aspiration were still working. There was no injury to the pt.

Manufacturer narrative:
The device was requested but it has not been received. The sterilization and lot history records were reviewed and found to be acceptable.